Event description:
It was reported the patient had been admitted on (B)(6) 2024 with low flow alarms in the setting of acute decompensated heart failure (adhf). A computed tomography angiography (cta) scan was done on (B)(6) 2024 after their acute kidney injury resolved. The cta showed non-occlusive thrombus outflow tract resulting in moderate to severe narrowing caused by a significant twist in the outflow graft. The risks and benefits of stenting were discussed, and the patient opted out of intervention. On (B)(6) 2024 the patient was made comfort care after continuing to have frequent low flow events, increased shortness of breath (sob), hypoxemia and hypotension. The patient passed away due to pump malfunction.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft twist could not be confirmed through the evaluation of the submitted images. Additionally, the reported low flow alarms were unable to be confirmed through this evaluation, as no log files were submitted for analysis. A direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported renal dysfunction and subsequent patient outcome could not be conclusively established through this evaluation. The account submitted two images for review that showed a computed tomography (CT) scan of the outflow graft and bend relief. The second image shows arrows pointing to a dark area underneath the bend relief; however, the orientation of the graft could not be conclusively determined based on this image. Therefore, the reported outflow graft twist is unable to be conclusively confirmed. The heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, "introduction," lists potential adverse events, including renal dysfunction and death, that may be associated with the use of heartmate 3 lvas. This section also addresses pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. This section also instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Additionally, this section cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Although the device was reportedly implanted prior to the implementation of the outflow graft clip, the heartmate 3 lvas IFU includes instructions for installing the outflow graft clip, and states to attach the outflow graft clip to prevent post-operative outflow graft twisting. This section further warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. No further information was provided. The manufacturer is closing the file on this event.